Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, an force sensor test, the insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, missing serial number label, missing end cap address label, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test, occlusion test, dat test, or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call that the customer insulin pump had constant insulin flow blocked alarm and the blood glucose level was high. Customer's blood glucose was 443 mg/dl and treated with manual injection. The customer had symptoms such as feeling dizzy. Customer's blood glucose value was 334 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer's parent also reported that the insulin pump reservoir tube lip was loose. Customer's parent mentioned that the insulin pump had several insulin flow blocked alarm and the customer's blood glucose was at 260 mg/dl at one point and treated with manual injection. During troubleshooting, customer's parent reported that the infusion set cannula was bent when removed from the body. Insulin flow blocked alarm was resolved by an infusion set and reservoir change. Customer's parent was advised to change the customer's infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.